Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when ligating the bile duct during a laparoscopic cholecystectomy, the surgeon was able to squeeze the handle and jaws were able to close but there were issues experienced with the loading or firing of the device. It was also stated that there were malformed clips. They used another device to complete the case. There was no patient injury.